Manufacturer narrative:
This complaint has been generated based on findings discovered during the post-market surveillance literature review. The alleged event of a ¿patients did not have clinical consolidation observed (nonunion)¿ could not be confirmed, since no additional information was received from the author or the article. More detailed information about the patient medical history, the event circumstances, and medical reports must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. H3 other text : study.

Event description:
A retrospective data collection of the treatment of femoral fractures with the t2 alpha femur retrograde nailing system was conducted to collect safety and efficacy/performance of the t2 alpha femur retrograde nailing system. It was found that one patient did not have clinical consolidation observed (nonunion).